Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
During follow up, loss of capture of the ra lead was observed due to lead dislocation.